Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-04. H6: investigation summary one sample was provided to our quality engineer for evaluation. Through visual inspection, a black foreign matter is observed inside the syringe tip. Using magnification, the matter was identified to be burnt plastic. A device history review was performed for reported lot 2003231, no deviations or non-conformance related to the reported issues were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined that this issue likely occurred due to a failure in gasses expulsion in injection machine. Injection machines undergo proper maintenance and cleaning according to procedure. Manufacturing personnel have been notified of this incident to increase awareness during inspections. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that black dots were found on the tip of the bd plastipak¿ concentric luer lock syringe before use. The following information was provided by the initial reporter, translated from french to english: "we inform you of a defect found on one syringe, ref 300865. No consequences. Black dots on the tip of the syringe (device available for expertise)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black dots were found on the tip of the bd plastipak¿ concentric luer lock syringe before use. The following information was provided by the initial reporter, translated from french to english: "we inform you of a defect found on one syringe, ref (B)(4). No consequences. Black dots on the tip of the syringe (device available for expertise)."